Event description:
It was reported that during a supply change the ilet user did not remove the paper backing from the adhesive sticker, which caused the infusion set to deploy incorrectly and the entire set to come out; the user restarted the process with a new infusion set after being guided to end the in-progress change, and replacement infusion sets were arranged. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a use-of-device problem with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.